Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 148 mg/dl. The customer¿s expected blood glucose test result ranges are 97-123 mg/dl am fasting and 223-280 mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that due to the meter results he had gone to see his doctor on (B)(6) 2025. Customer stated that the doctor had tested the customer's blood glucose using their device and then using the same sample of blood tested using the true metrix; meter to meter comparison results and if fasting/non-fasting was not provided. Doctor did not make any changes to the customer's medical treatment plan and advised customer to contact the manufacturer for a replacement. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 10/31/2025 and test strips were opened less than a month ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 148mg/dl, date: on (B)(6), time: 5:40 am, fasting, result 2: 123mg/dl, date: on (B)(6), time: 5:45 am, fasting, result 3: 128mg/dl, date: on (B)(6), time: 5:02 pm, fasting, result 4: 185mg/dl, date: on (B)(6), time: 12:20 pm, fasting, result 5: 148mg/dl, date: on (B)(6), time: 5:42 am, fasting.